Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure and a paravaginal repair with supraspinous vault suspension on (B)(6) 2009. The incision over the mesh never healed well resulting in mesh exposure. The mesh exposure was 2.5 x 1 cm at the anterior fornix just above the cervix. On (B)(6) 2010, the pt underwent a mesh revision. The event is reported as resolved.

Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.